Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: opportunities the keypad cover was found to be peeling near the ok button. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up button was delayed and intermittently unresponsive. The reporter stated that bottom of keypad was detached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 10/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: the keypad cover was found to be peeling near the ok button. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts.